Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported that a day after insertion the consumer's eye became inflamed and painful. The consumer sought medical treatment and their doctor believed the eye to be infected. A reasonable and good faith effort was made to establish communication with the consumer and to obtain medical documentation without results. This event is being reported out of an abundance of caution based on the alleged eye infection.